Event description:
It was reported that the patient presented for a left ventricular (lv) lead upgrade. During the procedure, it was noted that the new lv lead was unable to be inserted in the patient and exhibited high capture threshold. The new lead was removed and the old lead was left implanted and active. The patient was stable throughout.

Manufacturer narrative:
The reported events were the lead cannot be inserted and inadequate capture. The reported event of inadequate capture was not confirmed. As received, the complete lead was returned for analysis. Final analysis found that, electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.